Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dfw150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). During the initial implantation, the iol directions for use were adhered to. Post-operatively, the patient the reported being unhappy with his vision at computer distance. Best corrected visual acuity (bcva) pre-operative was 20/20 and post-operative was 20/16. The patient was temporarily impaired, thus the iol was explanted in a secondary surgical procedure and replaced with a dxw150 20.0 iol. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis post iol explant was reported as good and visual acuity was 20/13. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 03-feb-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a vial in a plastic bag. During a visual inspection, the device was inspected under magnification. The lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dfw150 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.